Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope had no image. The issue was found during preparation for use of an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: leak from the instrument channel, scratches at channel opening, crack on bending section cover (a-rubber) glue, forceps passage problem due to leak, ultrasound image had one full broken element, minor dent on insertion tube, fluid invasion into the control body with corrosion, ultrasound electrical connector (us-el) insulation mega ohm value was 5/10, after aeration image was back on, but is foggy, the image guide cover was opened and cleaned the charged coupled device and image was ok, and low angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.